Event description:
It was reported that (2) devices were used during a laparoscopic myomectomy. It was reported by the rep that the hdh05 blades both locked out in a row. A third blade was used to complete the case. There was no consequence to the pt.